Event description:
It was reported that the patient experienced an anesthesia issue during the procedure. The patient needed to be flipped supine and assessed. Emergency medical service (ems) was called per hospital protocol. The physician decided to abort the procedure due to the anesthesia issue and no levels were completed. It was noted that the patient was sedated during the procedure and the devices were discarded by the hospital.

Manufacturer narrative:
Correction to initial emdr in blocks a2 and d4.

Event description:
It was reported that the patient experienced an anesthesia issue during the procedure. The patient needed to be flipped supine and assessed. Emergency medical service (ems) was called per hospital protocol. The physician decided to abort the procedure due to the anesthesia issue and no levels were completed. It was noted that the patient was sedated during the procedure and the devices were discarded by the hospital.